Manufacturer narrative:
This report is being based on the visual investigation and condition of the returned sample. The turnpike was returned along with the wire. The turnpike was not stuck on the wire and the distal tip of the turnpike was separated. The separated piece was still on the wire. The distal section of the catheter also showed damage consistent with over torquing against resistance.

Event description:
Calcified lesion where only wire would pass. Dr. Inserted 150cm regular turnpike and torqued catheter clockwise and counter clockwise while pushing catheter forward. The turnpike did not cross the lesion. Dr. Decided to take out regular turnpike and try turnpike gold. Upon withdrawing turnpike it wouldn't move on the wire. It was determined it was stuck and turnpike along with the wire were both removed.